Manufacturer narrative:
Reference (B)(4). Customer states patient's condition continued to get worse after two days, which prompted staff to replace the unit. Replacement unit produced a higher reading. Customer was given an emergency CT scan and icp value continued to raise. Customer labeled "emergency ok". Product and customer complaint form return requested for additional evaluation.

Event description:
Licox icp meter was inserted to patient for two days with a reading of 2, however patient got worse. When unit replaced with another, reading was 32.